Manufacturer narrative:
Product: mc1vr01-delysys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the physician operated the locking mechanism on the handle of the delivery system but the device started to deploy without intention. The deployment button could not be locked and the system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). Product ID: mc1vr01-delysys product event summary: the full delivery system was returned and analyzed. Analysis indicated that the flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was kinked/buckled. The analyst noted that the delivery system was returned with the device attached. Visual inspection found that the wire mesh was exposed on the shaft near the proximal end of the sheath. The outer shaft was kinked 4.2 and 4.4 cm from the distal end of the delivery system. Articulation curve could be applied meeting specification of 120 degrees and the distal shaft appeared to be in plane. The analyst could successfully deploy and recapture the device. (B)(4). If information is provided in the future, a supplemental report will be issued.